Event description:
It was reported that the radio frequency programmer head was in need of repair. Follow-up determined that the sales representative was unable to definitively say what was wrong with each head, they were collected in a box over time and then sent back for service. They are not needed back. No patient complications have been reported as a result of this event. It was further reported that the programmer head subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the rubber pad portion of the head label was missing and that the head failed all uplink amplitude and e-field immunity amplitude testing. Analysis also found that the head's lens was damaged and that the "interrogate" and "program" buttons did not pop back into place after being depressed. The head was being sent on for repair. (B)(4).